Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's registered nurse (rn) alleged the patient visited the emergency room for symptoms of nausea and vomiting. There was no recent change in her medications. Follow-up on (B)(6) 2018 revealed the patient was hospitalized on (B)(6) 2018 for peritonitis. Treatment rendered was unknown. Additional follow-up was made with the pd patient's contact, who stated the pd patient was hospitalized for peritonitis and indicated stated the patient was scheduled to be discharged on (B)(6) 2018 to be transferred to a rehabilitation facility. Additional follow-up was then made with a clinic pdrn, who stated the patient had reported abdominal pain and vomiting on (B)(6) 2018 and ended up being hospitalized on (B)(6) 2018 due to culture-negative peritonitis. Per pdrn the hospital discharge summary was not yet received in clinic and the fluid culture results were unknown at this time. It was unknown at this time how the infection occurred and no known fluid leaks were reported during treatments or prior to infection. Per pdrn any available samples were discarded and were no longer available for evaluation. The lot numbers were unknown. Medical records were requested.

Event description:
Information in the complaint file and medical records were reviewed by a post marker surveillance clinician. On (B)(6) 2018 this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2017 called customer service and stated she ¿felt like she overfilled earlier¿ and reportedly disconnected from the liberty select cycler and vomited (volume unknown) several times. During follow-up it was discovered the patient was hospitalized on 02/28/2018 through 03/06/2018 for the evaluation of nausea, vomiting, abdominal (9/10) and neck pain (6/10) and was subsequently diagnosed and treated for sepsis, hyponatremia, peritonitis, constipation, thrush and umbilical hernia. The hospital discharge summary was received by post market surveillance (pms) on (B)(6) 2018. The document stated the patient presented to the emergency room (ER) with nausea and fever and was subsequently admitted for evaluation and testing. Blood cultures were drawn (date and results unknown) and the patient was started on intravenous (IV) vancomycin and cefepime (dosages unknown) until (B)(6) 2018. A surgical consult was placed (date unknown) and it was determined the patient¿s peritoneal dialysis catheter (not a fresenius product) needed to be removed (specifics unknown). The patient was brought to the operating room (or) and the peritoneal dialysis catheter was removed, and an umbilical hernia (details unknown) was also repaired. A hemodialysis (hd) catheter was placed (date and type unknown) and the patient was started on hd (details unknown) therapy. While hospitalized the patient developed oral thrush and constipation. The patient was treated with nystatin (¿magic¿) mouthwash and a bowel program (details unknown). The patient was discharged to inpatient rehabilitation on (B)(6) 2018 in stable condition. The discharge diagnosis list included sepsis (details unknown), peritonitis (details unknown) and hyponatremia (details unknown). Additional follow-up was made with the pd rn on (B)(6) 2018, who stated an umbilical hernia repair was performed in the hospital. Per pdrn both the patient and clinic were unaware of the umbilical hernia present prior to the patient hospitalization, and stated the patient had not had any previous history of hernia. The pdrn stated as of (B)(6) 2018 the patient continued completing back-up hemodialysis treatments in-center without issue and was scheduled to have a pd catheter placed next month. It is unknown if the patient performed any pd therapy during the course of hospitalization. Additionally, it is unknown if any fresenius device(s) or product(s) were utilized during the course of the hospitalization.

Manufacturer narrative:
Conclusion: a temporal relationship exists between the liberty cycler, liberty cycler set and the reported adverse event(s) of abdominal pain, nausea, vomiting and sterile peritonitis. However per the pdrn¿s statements on 5/feb/2018 and 6/feb/2018, the cause of the event(s) is unknown. Therefore based on the information available, causality cannot be determined. Presently there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2018 this patient with was reportedly hospitalized for sterile peritonitis. On (B)(6) 2018 the patient called customer service and stated she ¿felt like she overfilled earlier,¿ and reportedly disconnected from the liberty select cycler (cycler) and vomited several times. Treatment data was reviewed and no instances of increased intra-peritoneal volume (iipv) or overfill were noted. However, the patient was instructed to discontinue use of the cycler, and to perform manual exchanges. Additionally the patient was advised to contact their peritoneal dialysis registered nurse (pdrn), and a replacement cycler was dispatched. During a follow-up call on (B)(6) 2018, the pdrn confirmed the patient reported the event(s) of nausea and vomiting on (B)(6) 2018. During the call, it was unknown if the patient sought or required medical attention at the emergency room (ER) for the event(s). The pdrn confirmed the replacement cycler arrived, and reported the cause of the event(s) was currently unknown. Additional follow-up was performed on (B)(6) 2018 and the patient¿s spouse reported the patient was hospitalized last week for peritonitis, and was to be discharged to a rehabilitation facility ¿today or tomorrow.¿ the spouse provided the contact information for the patient¿s pdrn for additional information requests. During additional follow-up on (B)(6) 2018 the pdrn reported the patient was hospitalized on (B)(6) 2018 for abdominal pain (severity unknown) and vomiting due to culture negative peritonitis (labs unavailable).the pdrn stated the hospital discharge was unavailable, as were the results of the fluid cultures (details unknown). The pdrn reported the cause of the ¿infection¿ remains unknown, and there were no reported cycler cassette leaks prior to the event. To date, attempts to obtain additional information have been unsuccessful. It is unknown if any fresenius device(s) were utilized during the hospitalization.

Manufacturer narrative:
Corrected date of event: (B)(6) 2018. Conclusion: a temporal association exists between ccpd therapy with the liberty select cycler, liberty cycler set and the patient¿s adverse event(s) of abdominal pain, nausea, vomiting and fever which required hospitalization related to peritonitis, umbilical hernia, hyponatremia and sepsis. During the hospitalization the patient underwent umbilical hernia surgical repair and peritoneal dialysis catheter removal (details unknown). Additionally, an hd catheter was surgically placed, and the patient transitioned to hd therapy (unknown products and treatment details). However, based on the available information, the etiology for the patient¿s umbilical hernia, peritonitis, hyponatremia and sepsis is unknown. What is known is that patients performing pd therapy higher have a higher likelihood of developing peritonitis. It is also known that, increased intra-abdominal pressure associated with pd therapy is known to create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. Additionally, the placement of a pd catheter is a risk factors for increased likelihood of hernia formation or enlargement. Therefore, it is possible ccpd therapy with the liberty select cycler and/or liberty cycler set may have been a factor in the patient event(s). However, at the time of this clinical investigation, there is no documentation or evidence that indicates the liberty select cycler or liberty cycler set malfunctioned in any way to cause or contribute to the event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file and medical records were reviewed by a post marker surveillance clinician. On (B)(6) 2018 this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2017 called customer service and stated she ¿felt like she overfilled earlier¿ and reportedly disconnected from the liberty select cycler and vomited (volume unknown) several times. During follow-up it was discovered the patient was hospitalized on (B)(6) 2018 through (B)(6) 2018 for the evaluation of nausea, vomiting, abdominal (9/10) and neck pain (6/10) and was subsequently diagnosed and treated for sepsis, hyponatremia, peritonitis, constipation, thrush and umbilical hernia. The hospital discharge summary was received by post market surveillance (pms) on 03/13/2018. The document stated the patient presented to the emergency room (ER) with nausea and fever and was subsequently admitted for evaluation and testing. Blood cultures were drawn (date and results unknown) and the patient was started on intravenous (IV) vancomycin and cefepime (dosages unknown) until (B)(6) 2018. A surgical consult was placed (date unknown) and it was determined the patient¿s peritoneal dialysis catheter (not a fresenius product) needed to be removed (specifics unknown). The patient was brought to the operating room (or) and the peritoneal dialysis catheter was removed, and an umbilical hernia (details unknown) was also repaired. A hemodialysis (hd) catheter was placed (date and type unknown) and the patient was started on hd (details unknown) therapy. While hospitalized the patient developed oral thrush and constipation. The patient was treated with nystatin (¿magic¿) mouthwash and a bowel program (details unknown). The patient was discharged to inpatient rehabilitation on (B)(6) 2018 in stable condition. The discharge diagnosis list included sepsis (details unknown), peritonitis (details unknown) and hyponatremia (details unknown). No further details were available. It is unknown if the patient performed any pd therapy during the course of hospitalization. Additionally, it is unknown if any fresenius device(s) or product(s) were utilized during the course of the hospitalization.

Event description:
Information in the complaint file and medical records were reviewed by a post marker surveillance clinician. On (B)(6) 2018 this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2017 called customer service and stated she ¿felt like she overfilled earlier¿ and reportedly disconnected from the liberty select cycler and vomited (volume unknown) several times. During follow-up it was discovered the patient was hospitalized on 02/28/2018 through 03/06/2018 for the evaluation of nausea, vomiting, abdominal (9/10) and neck pain (6/10) and was subsequently diagnosed and treated for sepsis, hyponatremia, peritonitis, constipation, thrush and umbilical hernia. The hospital discharge summary was received by post market surveillance (pms) on (B)(6) 2018. The document stated the patient presented to the emergency room (ER) with nausea and fever and was subsequently admitted for evaluation and testing. Blood cultures were drawn (date and results unknown) and the patient was started on intravenous (IV) vancomycin and cefepime (dosages unknown) until (B)(6) 2018. A surgical consult was placed (date unknown) and it was determined the patient¿s peritoneal dialysis catheter (not a fresenius product) needed to be removed (specifics unknown). The patient was brought to the operating room (or) and the peritoneal dialysis catheter was removed, and an umbilical hernia (details unknown) was also repaired. A hemodialysis (hd) catheter was placed (date and type unknown) and the patient was started on hd (details unknown) therapy. While hospitalized the patient developed oral thrush and constipation. The patient was treated with nystatin (¿magic¿) mouthwash and a bowel program (details unknown). The patient was discharged to inpatient rehabilitation on (B)(6) 2018 in stable condition. The discharge diagnosis list included sepsis (details unknown), peritonitis (details unknown) and hyponatremia (details unknown). Additional follow-up was made with the pd rn on (B)(6) 2018, who stated an umbilical hernia repair was performed in the hospital. Per pdrn both the patient and clinic were unaware of the umbilical hernia present prior to the patient hospitalization, and stated the patient had not had any previous history of hernia. The pdrn stated as of (B)(6) 2018 the patient continued completing back-up hemodialysis treatments in-center without issue and was scheduled to have a pd catheter placed next month. It is unknown if the patient performed any pd therapy during the course of hospitalization. Additionally, it is unknown if any fresenius device(s) or product(s) were utilized during the course of the hospitalization.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.